Manufacturer narrative:
(B)(4). A visual inspection of the photograph was performed and it revealed the foam was welded to the connection shield and is partially separated. The reported issue was verified through the evaluation. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connection shield with povidone-iodine had a broken clamshell. This was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.